Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user¿s dexcom g6 was not paired to the ilet after a sensor and transmitter replacement was inserted incorrectly, leading to loss of cgm connection and delayed insulin automation until the agent guided stopping the prior sensor, starting a new sensor with confirmed code, and completing pairing, after which the sensor began warming up and glucose began trending down. Symptoms included hyperglycemia with a reported peak of 502 mg/dl without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included approximately 12 hours above target range without backup therapy, ketone testing, professional medical intervention, or hospitalization. Investigation included review of the reported use error and confirmation that cgm pairing was completed and data began to trend downward. Investigation of this case revealed a use-related issue in which the sensor and transmitter were not seated in the ilet correctly, resulting in absent cgm input and impaired automated dosing until re-pairing and warm-up were completed. It was concluded, based on previously established findings for similar reports, that the cause was user setup error leading to loss of cgm communication.